Event description:
It was reported that during yearly preventive maintenance the automated impella controller displayed a battery communication error. New batteries were installed however that did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) has been completed. The console logs from the reported day of event are consistent with complaint and show battery communication failure alarm #353 and battery level low alarm 23. Issue did not resolve upon console power-cycling. There were no such alarms prior to, or at the very beginning of preventative maintenance procedure. Inspection of the console¿s batteries revealed both led indicators showing that batteries were fully charged. After swapping the batteries (battery 1 to power battery manager (pbm)2, battery 2 to pbm 1), batttest tool indicated that information from pbm channel 2 was not received, this time from battery 1: this proves that smbus communication failure was caused by the pbm, as both batteries were able to communicate on pbm channel 1. The cause of the aic issue was a failure of pbm board.